Event description:
Essure handle was stabilized to the hysteroscope, wheel on the handle was rolled back until it stops. Device was adjusted so that the gold marker was located right outside of the tubal ostium. The button on the handle was pressed. I tried to roll the thumbwheel back, but it was not possible. The device was stuck in the right tube, thus I was not able to move forward or backward. I tried to push the button again and rotate the wheel, but was not possible. The device eventually got broken and came out upon a few trial of pulling the handle, leaving a green sheath was removed from the uterine cavity using a hysteroscope grasper. It was removed easily without resistance. The hysteroscope was removed and a hulka uterine manipulator was placed. Right salpingectomy was performed as follows; the fimbial portion of the tube was excised, excision was continued along the border of the fallopian tube and mesosalpinx down to the level of isthmic portion. Fallopian tubal wall was excised and the portion essure device that was within the uterine cavity was pulled out. A few consecutive cauterizations was made along the mid-portion of the left fallopian tube. All specimen was removed from the abdominal cavity. Sent to the lab. Reference MFR: 2951250-2016-01234.